Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Both haptics are folded over and adhered to the optic by solution. The lens was crushed on top of a post in the lens case from being positioned incorrectly in the lens case for return. The crush damage has caused broken areas of the optic, gusset area of the haptic and broken distal area. Due to extensive damage we are unable to perform a fold test. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and a viscoelastic that is qualified with the approved cartridge and handpiece combination. The file did not indicate what handpiece was used. The product investigation could not identify a root cause. Due to extensive damage we are unable to perform a fold test. Haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that after lens injected into the eye, the lens folded on itself. Surgeon did not felt comfortable using lens and used the backup lens to complete the procedure. Additional information has been requested and received stating there was no patient harm.